Event description:
During insertion, the catheter was flushed and the pt developed bradycardia.

Manufacturer narrative:
A complaint history review of lot # reqh0403 showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.